Event description:
Repair center: provider alleged unit will not start and key is the sieve beds are dusted. Per independent repair center statement, unit will not start. The key failure was that the sieve beds are dusted. Other issues were that the valve assembly was dusted.